Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluted. This event code is addressed in the package insert. Additional information has been requested from the user facility. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00024, 00025, 00026.

Event description:
Allegedly, revised due to a broken component.

Manufacturer narrative:
Additional information received from the user facility. (B)(6)